Manufacturer narrative:
There are multiple patients all information is provided in the article. This report is for an unknown titanium elastic nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is between (B)(6) 2010 to (B)(6) 2012. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: yu, c. Et a. (2015), minimal invasive elastic intramedullary nails and external fixation for treatment of comminuted closed fracture of tibia-fibula shaft, china journal orthopedic trauma, vol. 28, no. 5, pages 1-5 (china). The objective of this study is to investigate the clinical results of external fixation and ao titanium elastic intramedullary nailing for treatment of tibia-fibula comminuted closed fractures. From june 2010 to june 2012, 58 patients with comminuted closed tibia and fibula shaft fractures were treated with minimally invasive elastic intramedullary nailing combined with external fixation. There were 31 males and 27 females, age 21 - 57 years, with an average age of 38.5 years. Implants used were 2 elastic intramedullary nails with the same diameter (3.0 - 3.5 mm according to the situations of the patient) (provided by swiss synthes company). All 58 patients were followed up for 18 - 36 weeks, with an average of 6.8 months. The following complications were reported as follows: 1 patient had nail tract infection which was cured by using oral antibiotics 1 patient had delayed union. 1 patient had angulation deformity. 1 patient had limb shortening deformity. 3 patients had fair results and 2 patients had poor results. This report is for an unknown synthes elastic intramedullary nails. This report is for one (1) titanium elastic nail. This is report 2 of 2 for (B)(4).